Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
The patient reported they had been having problems with the ptm (personal therapy manager) since last night, (B)(6) 2014. The patient saw an 8286 (empty reservoir alarm occurred) error message on the ptm. The patient also stated seeing that message today in the last couple of hours. The patient¿s refill was scheduled for (B)(6). The patient was shaking and ¿going through sweats¿, these symptoms started early the morning of the report. The pump was used to deliver morphine. No interventions or patient outcome reported. Further follow-up was being conducted to obtain information.